Event description:
On (B)(6) 2011, the patient services manager from (B)(6) contacted lifescan (lfs) to report that a nurse at the facility was poked by a lancet that was packaged in a new onetouch delica lancing device. The complaint was classified based on the customer service representative (csr) documentation, since the reporter was unable to be reached by phone to obtain additional information. The reporter claimed that on (B)(6) 2011, the nurse was teaching a diabetic education class and was going to instruct the patients how to use the ot delica lancing device. The reporter informed the csr that the nurse opened a new box. It is not known if the lancing device was packaged in a meter kit or on its own. The nurse confirmed the package was sealed. The nurse informed the reporter that she used scissors to open plastic and then took out the subject lancing device. When she removed the lancing device's cap, the nurse claimed she pricked her finger with a lancet that was already in the lancing device. The reporter claimed that the nurse then opened up other boxes to confirm if it was normal for the lancing devices to be packaged with lancets already inserted and confirmed that the lancet holders of all the other boxes opened were empty and did not have a lancet inserted in the lancing devices. The reporter informed the csr that the nurse was sent to the emergency room to be tested for possible exposure to a communicable disease or infection. At the time of the call, the reporter confirmed they were still awaiting lab results. This complaint is being reported because the nurse required medical or third party intervention as a result of possibly being exposed to blood-borne pathogen due to unintentional lancet prick.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.